Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the surgeon requested information that shows that bioglue doesn't cause infection from his cryolife representative. The surgeon performed an aortotomy for a valve replacement and utilized bioglue. The patient went to another surgeon at a different hospital who indicated that an infection was present; this surgeon attributes the infection to bioglue. Despite multiple attempts, the cryolife representative was unable to obtain additional details from the surgeon including the name of the surgeon who alleged bioglue was responsible for the infection. Multiple steps are taken to ensure that bioglue is not biocontaminated, such as sourcing of bovine serum albumin from bovine spongiform encephalopathy (bse) free countries, supplier's manufacturing steps, supplier audits, viral clearance studies, quality and final inspections, terminal sterilization of the product and delivery device, lal testing, and instruction provided within the products instructions for use (IFU). The bioglue IFU instructs the physician to not use bioglue in the presence of infection and to use with caution in contaminated areas of the body. Terminal sterilization is achieved through gamma irradiation of the final product, which is double pouched to maintain sterility. Bioglue is sterile; therefore, there is a one in a million chance that bioglue could become contaminated and cause infection. The surgery itself puts the patient at risk for infection and could be the cause of the event. With the limited amount of information available, no definitive conclusions can be made. Field assurance will reopen the complaint if additional information becomes available in the future.

Event description:
According to the report, bioglue was used in an aortotomy for a valve replacement. The patient visited another hospital (reason unknown) where a physician indicated that an infection was present.